Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested, so the original complaint issue was not able to be confirmed.

Event description:
The provider states the unit has low o2 but states the pc board light is still green instead of turning yellow or red and the o2 65 percent on 5 lpm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the unit has low o2 but states the pc board light is still green instead of turning yellow or red and the o2 65 percent on 5 lpm.